Event description:
On 12/27/96, the pt contacted a MFR nurse and reported that the device had been explanted due to infection. The pt inquired how many devices are explanted due to infection. The MFR nurse informed the pt that this is not a frequent complication; however, no specific numbers are available. The pt inquired why this device is better than another MFR's device for preventing infection: the pt stated that the facility and the physician have told her that this device is a quality product. The pt was informed that the MFR believes this to be a good device, but no info is available on comparison of infection rates with another MFR's device.

Manufacturer narrative:
Further communication with the physician, on 01/27/97, revealed that the infection may possibly have been a staph infection and is not believed to have been related to the device or a device malfunction. It was additionally stated that the pt is presently doing fine. A review of the device history record was performed and did not identify mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and did not identify any trends. The MFR's investigation of this event is inconclusive. Based on the information available no conclusion can be drawn as to the cause of this event. The physician will be notified of the review of this incident. No further information is available at this time. The MFR is now closing its file on this event.